Event description:
The pt was implanted with a left ventricular assist device (lvad). The biomed reported that the pt was found expired with the system controller in the toilet. It appeared that the pt dropped the system controller in the toilet and lost support. The pump and system controller will not be returning.

Manufacturer narrative:
Based on the information available to the manufacturer, a root cause for the reported event, and a correlation between the pump and system controller, could not be determined as no product was returned for analysis. It was not determined how the system controller fell into the toilet; however, the device's approved labeling warns that the system controller, connectors and other power accessories should never be placed or immersed in liquid or fluid. A review of the device history records showed no deviations from manufacturing or qa specification. The attached user facility report # (B)(4) was received from the intermacs registry. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
According to the information provided to the MFR, the lvad will not be returned for eval. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
Additional information: the attached user facility report submitted to the manufacturer from the intermacs registry stated: patient was found deceased by a neighbor in his bathroom. It appeared that the system controller had fallen in the toilet and the device stopped. He was found in a state of rigor mortis. Death was pronounced by the deputy corner. Time of death unknown.